Event description:
It was reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the pump reset a microprocessor as a safety feature, and the pump was performing as intended. The customer was educated about the effects of resets on insulin and bolus settings and was assisted in loading a cartridge and resuming insulin.